Event description:
Reportedly, during a tvt (transvaginal tape), the tip of the obturator fell off into the bladder and disintegrated into several pieces. Some of the fragments were removed "using a second cystoscope." And the remaining fragments (too small to be picked out with a clip) were removed by checking and filtering the pt's urine.